Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that although the station was configured for six drawers, only five were visible and drawers 5 and 6 were not accessible in logs despite no pyxibus failures. The field service engineer shut down the station and reset the drawer connections, followed by reconfiguring the station. Tss was engaged to assist with the issue where drawer 3 was being detected as drawer 4, and further investigation was continued by technical support specialist (tss). It was identified that the station was configured for six drawers, but only five were visible, and drawers 5 and 6 were not appearing in the latest med app logs. No devices were detected as failed on the bus, and a full sync was confirmed to only pull current data and not resolve missing drawer configuration. Further troubleshooting of drawer connections was performed, and coordination with the fse was initiated via teams to review hta detection. Additionally, the fse shut down the station, identified tray errors on a legacy full-height cubie along with incorrect drawer board configuration, replaced the full-height drawer, secured all connections, and rebooted the station. The system functioned as intended after the field service engineer and technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es requested reconfiguration of the station's drawer and checked on resynchronizing the station. However, there were no delays or adverse events or injuries reported based on this event.